Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the timer stops at zero. No images on flex vision (stryker). Upon troubleshooting fse checked the system and confirmed that the 24volt power supply on rear assy in main cabinet not functioning properly. Fse replaced the power supply. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not able to complete the boot up sequence. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that power supply was failing. The power supply unit has been replaced and the system was returned to use in good working order.